Event description:
Related to MFR report # 2183959-2012-01459. It was reported by the plaintiff's attorney that the plaintiff was "implanted with a monarc sling system in (B)(6) 2007." The plaintiff's attorney alleges that the plaintiff experienced "extreme pain and discomfort and suffered increased urine leakage and infections, necessitating add'l surgeries." The plaintiff's attorney also alleges the "plaintiff has sought medical opinions regarding the cause of her pain and discomfort. Plaintiff advised that she may need further surgical intervention and treatment" and "continues to experience incontinence and pain, surgeries, treatments, among other ailments."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.